Manufacturer narrative:
The customer¿s report of tubing set leaked was not confirmed. No anomalies were observed on the set during visual inspection. Functional testing was performed; the set flowed freely without any leaks noted on the tubing or at any of the components. The set was then loaded onto a lab pump device; and an infusion was programmed at a rate of 125ml/hr. For 1 hour. There were no leaks observed from the set. The set was then pressure tested, there were no signs of leaking. The root cause was not identified.

Event description:
It was reported that the tubing set leaked once the infusion was initiated. The tubing set was replaced and the infusion completed without further complications. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set leaked once the infusion was initiated. The tubing set was replaced and the infusion completed without further complications. The customer later stated that there were no adverse effects caused to the patient from the event.